Event description:
It was reported that the programmer screen does not stay calibrated for the stylus to work. It was further noted that this is the second repair for this same issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the bezel assembly was replaced and calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).